Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncope and was transferred from a rural hospital to a referral center for device interrogation. Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance. After programming the pulse generator to the unipolar configuration, good capture and normal impedance was observed. The patient remained hospitalized in stable condition. On (B)(6) 2015 surgery was performed and it was noted that the lead/header connection was loose. The physician secured the setscrew properly and all electrical parameters were normal thereafter. The patient was stable throughout and after the procedure.